Event description:
Hugo - not a complaint it was reported that, during demo training, a non-clinical demo ligasure ras maryland and sterile interface module (sim) were not recognized. There was no patient involvement.

Manufacturer narrative:
Additional information received, updates made to the following sections: b3 (event date), b5 (desc of event), h6. Additional review of the initial reported information has been performed and it was concluded that the complaint does not meet the definition of an incident as the event occurred during training with non-clinical demo instruments that will never be used on patients. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during demo training, the ligasure instrument was not recognized. There was no patient involvement.